Event description:
On (B)(6) 2020 around 1800, the alaris brain screen reportedly turned completely white, the channels started flashing then turned off. On (B)(6) 2020 a pump was running with one pcu and 2 modules for a critical care patient, one module was infusing normosol. The pump had been plugged in all day. The pump was then unplugged for patient transportation to imaging. Five minutes after being unplugged, the pump alarmed with "patient side occlusion''. The rn checked the line and found no occlusion and restarted the pump. One minute after restarting, the pump alarmed "pump channel disconnected", started flashing red and green lights, then the entire pcu shut off. Internal investigation verified the normosol was infusing upon review. It was determine the normosol was not integrated with the ehr. Rather it was manually programmed using the guardrails. It was confirmed that the nurse did receive the "patient side occlusion" alarm and then proceeded to restart in the infusion at the same rate of 75ml/hr. Biomed review shows the module was infusing and alarmed at 1802; restarted at 1802; powered off then back on at 1803.